Manufacturer narrative:
(B)(4). The end user reported she was "thrown/dumped" and went to the hospital. Left side of unit bent. We do not have all the information on her injuries or if a malfunction of the chair occurred. We are filing due to the alleged injuries and will send a follow up if more information is gathered.

Event description:
Per dealer does not know what happened, but the end user did something and bent the tilt frame mechanism and also the left arm. All the damage was on the left side of the chair. Paint is removed on the left side of the footrest hangar assembly. Replacement parts on quote (B)(4). End user told dealer she was injured and dumped from the chair. She then went to the hospital. Unknown what the injuries were.